Event description:
When the sugeon pushed the implant to put it inside patient , the implant broke itself - a tear appeared on the breast imiplant. The surgeon didn't use tools to push the implant. This problem caused time increased of anesthesia for the patient.